Event description:
The time of event is not during procedure. There was no report of patient harm. Video image failure.

Manufacturer narrative:
The product was returned to pentax medical for repair. Our technician checked the returned unit and confirmed that the distal end with ccd module/us probe failure. Based on the result, we concluded that it was caused due to the excessive force applied on the distal end with ccd module/us probe. In addition, our technician confirmed that the lcb distal cover glass broken, the balloon feeder return tube clogged, the lg prong corroded, the lg prong top corroded, the lg connector corroded, the ccd module with drive pcb objective lens cracked, the junction case leak, the root brace rubber (insertion flexible tube) cut, and the remote control buttons cut; however, these defects are not the main cause, and/or irrelevant to the alleged complaint. Based on the technical report ""hr-rpt-0586(image failure)"" and/or the risk analysis results, it was evaluated to submit MDR.